Manufacturer narrative:
Source: this product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an unrelated elective device replacement procedure, noise resulting in oversensing which then resulted in automatic mode switching was noted on the right atrial (ra) lead. Provocative testing was conducted which reproduced the event. It was suspected that the cause of the event was due to lead insulation damage. However, no diagnostic imaging was conducted to confirm the supposition nor was the lead insulation damage noted during the unrelated procedure. No intervention has been conducted at this time. The patient was stable and will continue to be monitored.